Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4). As indicated, this report addresses eleven instances of this product, an unknown femoral stem.

Event description:
A literature article was received entitled "the calcar femorale in cemented stem fixation in total hip arthroplasty", by b. M. Wroblewski, et. Al, published in j bone joint surg [br] 2000;82-b:842-5. And reviewed by a clinician for MDR reportability determinations. The authors reported in 2000, on a study of patients receiving charnley low-friction arthroplasties, whereby the calcar was cleared for a portion of the population (69 patients), and not cleared in another set (269 patients). It was postulated that calcar clearing provided better cement fixation of the charnley stem within the femoral canal, and ought to be demonstrated by reduction in aseptic loosening for those who received the calcar clearing. Results of the study showed a definite positive correlation in those hips with calcar clearance, indicated by only one case of definitive aseptic loosening of the femoral stem, compared to 10 cases in the non-cleared group. There were a reported 36 revision surgeries in all for the non-cleared group, and just three in the cleared group. With the exception of aseptic loosening, no patient injuries or product failures were identified with respect to all other required revision surgeries. Radiographic studies also suggested a higher incidence of loosening, based on lucency, in the non-calcar cleared population versus the calcar-cleared group. The study provided no product or lot code information for any products, and did not identify the manufacturers of cup, liner, femoral head, or bone cement. This report addresses 11 individual instances of the unknown femoral stem product (to encompass the reported aseptic loosening of the charnley cemented femoral stems at an unspecified interface).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> a literature article was received entitled "the calcar femorale in cemented stem fixation in total hip arthroplasty", by b. M. Wroblewski, et. Al, published in j bone joint surg [br] 2000;82-b:842-5. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.